Event description:
It was reported that the patient died during the defibrillation threshold test at implant of the implantable cardiac defibrillator. The electrocardiogram tracings and the save to disk from the device have been requested and not yet received. There is no further information available at this time.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation however the save to disk has been received now. We did receive performance data collected from the device and have analyzed the data. When reviewed there were no anomalies found. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The products have all since been returned and analyzed. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breach cut and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all the conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breach cut, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the actual device was not received for evaluation however the save to disk has been received now. We did receive performance data collected from the device and have analyzed the data. When reviewed there were no anomalies found. The device has since been returned, analyzed, and no anomalies found. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.